Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4) displayed "system error, out of service. Revert to manual CPR" when the autopulse was powered on. To troubleshoot the issue the customer replaced the battery with a known good battery and pulled up on the lifeband. However the "system error" persisted. There was no patient involvement reported.